Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).

Event description:
The customer reported that a lot of insulin was coming out from the insulin pump during the priming process. The customer's blood glucose level was 103 mg/dl. While troubleshooting, the customer reported that the drive support cap was sticking out and she pushed it down. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a protruded and loose drive support disk, a missing end cap sticker, minor scratches on the display window, cracked case at a display window corner, cracked battery tube threads and a cracked reservoir tube lip.